Manufacturer narrative:
Title: adult aortotracheal fistula as sequela of double aortic arch repair in infancy: a case report source: annals of otology, rhinology <(>&<)> laryngology 2020, vol. 129(7) 649¿652. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, an adult patient that had a history of digeorge syndrome and double aortic arch repair as an infant (leaving a dominant posterior limb), treated for pneumonia requiring prolonged intubation and subsequent tracheostomy and who presented to the hospital with a 6-0 shiley cuffed tracheostomy tube, with the distal tip positioned at the beginning of the region of tracheomalacia. After multiple failed attempts at extubating, the patient underwent flexible bronchoscopy that showed significant compression of the trachea. The patient underwent successful aortic reconstruction with decompression of the retro-tracheal aneurysm and rerouting of blood flow via an aortic graft anterior to the trachea by the cardiothoracic service. On postoperative day 7, the patient returned to the operating room for extubation with repeat tracheostomy cannulation given his need for persistent ventilator support. On postoperative day 21 direct laryngoscopy and bronchoscopy revealed that the mucosal ulcer in the posterior tracheal though still evident had decreased in size. A size 6 uncuffed moore tracheostomy tube was placed at the end of the procedure. The patient was discharged home on postoperative day 30. He was later admitted to an outside hospital 6 weeks after surgery and died of respiratory complications related to pneumonia. Patient did not have a medtronic device tracheostomy tube at the time of death.